Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a new 100 ml bottle of propofol and tubing were set up as a primary infusion, and programmed using guardrails in the ICU profile to infuse at 22.65 ml/hr. Approximately two minutes later an air in line (ail) alarm occurred; the pump was restarted and approximately 14 minutes later the device alarmed again for ail. When the nurse returned to address the alarm they found the bottle of propofol was completely empty with air in the tubing. The tubing was checked for leaking, and none was found. The patient¿s blood pressure drop slightly but no medical intervention was required and there was no lasting harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log shows that the device was previously programmed to infuse propofol 1000 mg/100 ml. At 1:16 pm on (B)(6) 2016 the dose was increased which changed the rate to 22.7 ml/hr. At 2:50 pm the primary infusion completed and transitioned to kvo. At 2:56 pm, the door was opened and the device alarmed for flo stop open for 2 seconds. The vtbi was changed to 60 ml and the infusion was started. The device then alarmed for air in line at 2:58 pm and was restarted. The device alarmed again for air in line at 3:12 pm and was channeled off a short time later. The volume recorded as being infused during this period was 40.153 ml. Functional testing found the pump module to be delivering fluid within specification. The starting volume of the fluid container cannot be determined through device logs. The disposable set was not returned for investigation. The root cause of the overinfusion was not identified.